Manufacturer narrative:
No implants were made available for review as they remain in-situ. Based on review of the x-rays provided, six set screws disassociated from the construct from level l5-s2. As of (B)(6) 2020, the patient has lower back pain radiating to the hips. As a result, a revision surgery will be scheduled to retighten the set screws or possibly to reinstrument the construct altogether. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A (B)(6) patient was diagnosed with scoliosis, lumbar flatback, severe stenosis, neurogenic claudication, and bilateral lower extremity radiculopathy. The patient underwent a thoracolumbar fusion surgery on (B)(6) 2020 consisting of seaspine's mariner pedicle screw system from t10-s2. On 14 sep 2020, seaspine was made aware that several set screws loosened in the postoperative period.